Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. Upon arrival, fault logs show multiple "gas loss in iabp circuit alarms" all leak testing passed, device left running at 80bpm for 24 hours with no alarms. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer in good working conditions.

Event description:
N/a

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had frequent gas loss alarms. There was no patient harm reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had frequent gas loss alarms.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.